Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and multiple screen error alarms were observed along with hardware battery errors. The reported event of an error icon displayed was confirmed. The root cause was determined to be a defective receiver battery.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that the receiver displayed a hardware error on (B)(6) 2015. The patient's mother did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.